Manufacturer narrative:
Patient information was unavailable from the site. (B)(4) 2014 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Dose reports showed values for both 2d and 3d, system fully functional. A medtronic representative, following-up, made recommendations that the site follow recommended shut-down / start-up procedures for the image acquisition system (ias) and mobile viewing system (mvs).

Event description:
A medtronic representative received a report from a site that when a dose report was generated, after an o-arm 1000 imaging system procedure, the 3d doses appeared normal, however, the 2d doses showed 0.0 which was not accurate for this procedure. No further details of the procedure were provided. There was no harm to the patient.

Manufacturer narrative:
A CAPA was created to address the reported incident. Based on the CAPA investigation, the identified root cause for this event was that the operator changes the gui parameters between the end of scan and when dose report commanded. This is an unanticipated sequence of user action outside of the typical post-operative workflow when the dose report is uploaded for possible accumulation into the patients' lifetime dose records. (B)(4)

Manufacturer narrative:
Patient information now provided. This was a lumbar fusion procedure. No impact on the patient outcome due to the reported event. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.